Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient went to charge their battery on (B)(6) 2017 and saw a power on reset (por) error message. The patient was able to continue charging with no issues. It was noted that the patient was welder and had been doing it with no events for two years. The manufacturer representative stated that it may have led or contributed to the issue. The manufacturer representative was able to clear the por. Impedances were checked and all values were within normal range. The issue was resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.